Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and confirmed the reported leak due to a hole/crack in the 'a-rubber' as well as at the biopsy channel opening where the c-body has deep scratches. The scope failed insulation testing. The image is off center. The bending section is detached/loose after the vacuum aeration. There are scratches on the surface. If additional information becomes available, a supplemental report will be filed.

Event description:
The user facility reported that there was an issue with the air/water leakages, or fluid invasion. There are air/water leakages at the end of the scope. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-07214. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined the cause of the reportable malfunction peeling of the insertion tube coating was due to external force or chemicals by handling. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor complaints for this device.